Manufacturer narrative:
The with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg is inoperable due to not charging. As a result, surgical intervention is anticipated to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.